Event description:
It was reported that the right ventricular lead exhibited low sensing and high capture threshold. The lead was capped on (B)(6) 2017 and was replaced. The lead was later explanted on (B)(6) 2017. The patient was stable prior, during and post procedures.

Manufacturer narrative:
Analysis was normal. No anomalies were found.